Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 48.0cm was returned for analysis. External insulation abrasion was noted at 14.0-14.7cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. Internal insulation abrasion was noted at 35.5-35.6cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported during device replacement for battery depletion, externalized conductors were visually observed after the lead was replaced. No electrical anomalies were reported. No adverse consequences were detected.